Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had button error alarm and buttons were not responding. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that insulin pump act button was not responding and need to push bit more. Customer stated that insulin pump had battery limit out alarm. Customer was able to rewind the insulin pump. Troubleshooting was performed for keypad anomaly. Customer was stated that alarm was cleared. The insulin pump will not be returned for analysis.